Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were unable to charge their implantable neurostimulator (ins) battery. The patient tried to recharge and saw the reposition antenna screen. The patient first start seeing the poor communication screen on (B)(6) 2016. Repositioning the antenna did not resolve the issue. They also had poor communication when using their patient programmer, saw the poor communication screen, and could not communicate with their ins. The patient did not have stimulation at the time of the report and they last felt stimulation in (B)(6) 2016. The last successful recharging session was in (B)(6) 2016. Overdischarge was reviewed with the patient. The patient was going to follow up with their doctor. The patient was implanted for chronic low back pain. Additional information received reported the patient wanted to replace her ins with a non-rechargeable ins and they were unable to jump start her current ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.